Event description:
It was reported that the patient has been experiencing pain in her right hip for 5 months. She has a revision surgery scheduled for (B)(6) 2012 with dr. (B)(6). Patient had a stryker left hip replacement in 2010, but is not having any problems with it.

Manufacturer narrative:
The patient is (B)(6). At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.